Event description:
Same case as MDR ID# 2134265-2013-08837. It was reported that stent damage occurred. The target lesion was located in the diagonal artery. The 2.50mm x 8mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was noted that the stent delivery system (sds) balloon was "fat" on both ends with a damaged stent. Another 2.50mm x 8mm promus element plus was selected and checked before introducing to the patient. The stent was "fine" and was then advanced to the lesion but was not able to cross. The device was removed and the sds balloon was again noted to be "fat" on both ends. It was also noted that the stent was damaged. An unspecified stent was used and the procedure was completed.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).